Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 517 mg/dl. The customer's other blood glucose was 238 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, tachycardia, frequent urination, shortness of breath, dry mouth, slight abdominal pain and weakness. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode was not active. Customer stated that they performed self test, displacement test and high pressure test it was passed. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.